Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. X-ray(s) were obtained and reviewed by a medical professional. After review of the radiograph findings, there is no new information that would change MDR reportability depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4): litigation papers allege: severe pain and discomfort in his right hip and thigh, numbness, and difficulty conducting activities of daily living. (B)(4). Update: 10/17/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege: severe pain and discomfort in his right hip and thigh, numbness, and difficulty conducting activities of daily living. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges dislocation and heart attack or stroke.